Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), abdominal pain ('chronic abdominal pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included parity, gallbladder disease, cholecystectomy, knee operation and menopausal symptoms. Previously administered products included for birth control: nuvaring from 2006 to 2007. Concurrent conditions included dysfunctional uterine bleeding, hot flashes and hemostasis. Concomitant products included ibuprofen (motrin) since 2009, leuprorelin acetate (lupron) and venlafaxine hydrochloride (effexor). In 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), pelvic pain ("pelvic pain"), metrorrhagia ("menorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), migraine ("migraine / headaches"), nausea ("nausea"), endometriosis ("endometriosis") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: cronh's disease") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral), tubal ligation and ablation in 2009). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, genital haemorrhage, abdominal pain lower, metrorrhagia, psychological trauma, urinary tract infection, hormone level abnormal and endometriosis outcome was unknown and the vaginal haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, vaginal discharge, fatigue, migraine, weight increased, nausea, female sexual dysfunction, gastrointestinal disorder and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, 2011 discrepancy noted in removal dates: (B)(6) 2015,(B)(6) 2017 insertion and removal date provided in pif: (B)(6) 2005 and (B)(6) 2005 respectively. Discrepancy noted in removal (B)(6) 2015. Current weight 131 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jul-2020: pfs and mr received. New events added: uterine perforation, abnormal bleeding (menorrhagia), apareunia, gastrointestinal or digestive system condition, plaintiff did not undergo an essure confirmation test.ablation was added. Reporters, concurrent conditions, concurrent drugs were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal pain lower ("excessive cramping"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, migraine, weight increased, nausea, hormone level abnormal and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, 2011 discrepancy noted in removal dates: (B)(6) 2015, (B)(6) 2017. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received: new events - pelvic pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), gen. Abnormal bleeding menorrhagia (bleeding between periods), psych injury, uti, vaginal discharge, fatigue, migraine, weight gain, nausea, hormonal changes, endometriosis were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and vaginal haemorrhage to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.